Manufacturer narrative:
Conclusions: this device has been returned for evaluation and a follow-up MDR will be submitted upon completion of the device investigation.

Event description:
During treatment for a gi bleed, the physician attempted to coil the gastroduodenal artery (gda). A 3x5 ruby coil was used and would not break and fold in the artery. The physician then chose to use a soft 4x15 ruby coil which became stuck inside of the renegade hi-flo catheter. The physician used another soft 4x15 ruby coil which successfully filled the gda but could not be detached with the detachment handle. Another handle was used and successfully detached the coil. Two additional coils were placed but the second one could not be detached with the handle. The physician attempted to detach the coil manually by breaking the end of the pusher at the hypotube several times before the coil detached. Hemostasis was achieved at the end of the case. However, the patient was brought back down the following day due to a re-bleed. Several interlock coils were placed along with gel-foam to create hemostasis. This MDR is associated with mdrs 3005168196-2013-00469, 00470, and 00471

Manufacturer narrative:
Result: the pusher hypo-tube appears to be fractured approximately 154.5 cm from the distal tip. The proximal end of the pusher where the pet-lock is located is missing. The coil is still attached to the pusher. The handle did not have any exterior damage. The handle was tested using the production test fixture ((B)(4)) which measures the throw distance and pull force. The detachment handles actuated correctly and passed for both throw distance and pull force. The handle is functional. Approximately 1.5 cm of the hypo-tube was removed from the proximal end of the pusher. Then 1.5 cm of the pull-wire was exposed. The pull-wire was pulled and the coil detached without an issue. The pusher is nonfunctional due to the broken proximal end. Conclusion(B)(4): the device was returned for analysis and has been evaluated. The complaint indicates there were multiple issues with multiple handles and coils. Only two of the products were returned for evaluation. The complaint described difficulty detaching the coils with the detachment handle. No issue was found with the returned detachment handle. It appears to have operated correctly. The cause of the issue with the handle is unknown. The coil that returned matches the length of the first coil in the complaint however; its return condition is not in line with the description of the complaint. In the complaint description, the first coil did not fold as the physician expected. The coil was not used. The coil that returned was broken on the proximal end as though attempts were made to detach it manually. The coil detached as expected when the pull wire was pulled from the proximal end. The exact cause of the complaint is unknown however, based on the issues described, it appears there was some type of friction built up in the system possibly related to patient anatomy or some other procedural situation which made it difficult to place and detach the coils according to the properly. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.